Event description:
The patient was seen for a follow-up one week after implant. The report indicated that there was a gaping wound with infection. Per the reporter, the "hcp glued patient after surgery". The patient was treated with antibiotics for two days then everything was explanted. The patient is on oral medications. Since the explant, the patient was experiencing increased pain. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.